Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: a review of the pump black box showed one unexplained power interruption on the reported event date. A visual inspection of the pump revealed the battery compartment was cracked. There was corrosion found in the battery compartment. A leak test revealed the pump leaked at the battery compartment. The battery cap was not returned. A test battery cap was able to fully secure and was able to maintain electrical connection. Using the test cap, the pump was exercised for 12 hour with no power issues occurring. The pump was opened; no damage was found to the power circuit. The complaint of a power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. There was no damage or moisture in the pump alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.